Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Unable to verify compromised force sensor system alarm due to motor error alarm. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, and cracked belt clip slot. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed compromised force sensor system while changing the reservoir. The drive support cap was sticking out. Customer's blood glucose level was 198 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.